Event description:
Cas: the target lesion was left common to internal carotid artery. The patient was male but age was unknown. Moderate calcification and mild vessel tortuosity, the rate of stenosis was 99. Angioguard rx (complaint product) was delivered through 8f launcher guiding catheter (medtronic). When pulled on the deployment sheath for a filter deployment, filter guidewire was pull back together and the filter was deployed in the common carotid artery. The device was safely removed from the patient and another new agrx (6mm, lot unk) was used instead. After precise stent (10x40, lot unk) was placed in the lesion and post-dilated with shiden (5x20, kaneka), blood flow obstruction was occurred. Aspiration was conducted and the ag filter was removed from the patient. The flow was recovered normal and the procedure was completed. Any neurological symptom was not observed on the patient. There was no adverse consequence to the patient. There will be product return.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 1016427-2011-00070. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypoperfusion is a well known potential complication when using an embolic capture device. If the device becomes filled with debris, as it did in this case, blood flow can be significantly reduced sometimes requiring medical intervention or removal/suctioning of the device. This does not represent a device malfunction.